Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra meter was powering off during use. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on the same day at 8:00 am. She also mentioned feeling hot and sweaty after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. The patient had replaced the battery per the owner's manual. The alleged issue was resolved with troubleshooting. It was discovered that the meter was not powering off, but it was going into the setup mode after the patient had changed the battery. This complaint is being reported because the patient reported that she experienced symptoms that can be suggestive of severe hypoglycemia after the reported issue began. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.